Event description:
--

Event description:
New information received indicates that this device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is undergoing analysis.

Event description:
Boston scientific crm received information that this device declared elective replacement indicator earlier than expected due to long charge times during middle of life.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects reported.